Event description:
Caller states customer took prescribed dose of insulin (type unk) following blood glucose result of 80 mg/dl obtained on the advantage system. Twenty-five minutes later, customer reportedly had low blood glucose symptoms; blood glucose result was 208 mg/dl. A blood glucose result of 27 mg/dl was obtained on professional device within 10 minutes of the result of 208 mg/dl. Customer was treated with a glucose injection and an IV; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.